Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.